Event description:
Customer reported to baxter (B)(4) that a one link, needle free IV connector standard bore non dehp catheter set, that had no flow. This occurred with an unknown medication. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention that was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter received follow up information from customer. The customer informed that the drug was only able to infuse once the extension set was taken out and connection was made directly to the patient catheter. Upon speaking to a baxter clinical specialist, the customer was told they should not be using the standard bore tubing, but the microbore tubing. The assignable root cause of the reported condition was determined to be use error since the customer used the incorrect product for power injection in CT. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.